Event description:
It was reported that the client is getting "noise" on the electrocardiogram (ECG) module recordings. Of note, the client indicated a new computer was recently installed. Technical services recommended that the client test the computer in another part of the building or with a different power source to identify possible external influences affecting the module use. The status of the module appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.